Event description:
It was stated that recurrent downstream occlusions were noticed. There was no reported patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The device was visually inspected and found damaged (detach) downstream occlusion (dso) seal, damaged battery compartment. A functional test was performed and found defective dso sensor. The service history review had no indication that the complaint was related to a service of the device within the review period. The cause of the reported issue was defective dso sensor, and it was replaced with new one. The device passed all functional testing after repair.